Event description:
It was reported, the camera head was damaged. The event occurred, during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems like degradation. Mechanical problems like stress or friction; wear and tear. These causes can occur between components such as controller; cable; cable sleeve; adapter; connector/coupler; knob; mount; ring; without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.